Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: (B)(6) 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint cartridge was received with viscoelastic residue coating the inside of the cartridge. Stress marks could be observed on the inside of the cartridge; however, the marks observed are within specification for a used cartridge. The complaint issue of cartridge damage could not be confirmed during the product evaluation, and no issues were identified. No escalation required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: the provided information was re-evaluated and the coding of the reported incident was updated as follows: section h6 - component codes: 4742 - inserter. Section h6 - health effect - medical device problem code: 1069 - break. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon has noticed intraocular lenses (iol) being scratched and thinks, that this is caused by the cartridge. One occurrence led to the lens being explanted from the eye because of the scratches. No further details were provided. A separate report is being filed for unknown number of occurrences not requiring any interventions and with no patient issues reported.